Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was impacted (400 mg/dl), which was addressed with manual injections. It was indicated that the customer will use manual injections as alternate insulin therapy.